Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water and had the rubber cube applied to the cannula, and no issues were observed relating to rubber cube falling off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode rubber cube falling off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ syringe with attached needle after a few minutes of using the device, the sponge automatically popped out, exposing the blood to the air and affecting the acidity of the blood. The following information was provided by the initial reporter. The customer stated: "after the collection was completed the needle was plugged with the sponge equipped in the bag to isolate the air. However, after a few minutes the sponge automatically popped out, exposing the blood to the air and affecting the acidity of the blood and thus the treatment of the condition."